Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited an acute change in impedance measurement, 697 ohms to 1338 ohms, from one measurement to the next for an unknown reason. It was noted that the impedance measurements returned to more typical values thereafter. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.